Event description:
Stent unraveled from balloon when prepping for insertion. The issue was noticed at once and removed from the procedure table and repackage for shipment back to manufacturer for their testing and replacement.